Event description:
Patient was given pentacel vaccine. On first attempt, the vaccine would not inject. The plunger would not depress. Nurse put a different needle on the syringe and successfully administered the vaccine.